Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this lead experience a dislodgement. It is suspected that the fixation was insufficient during the initial procedure. As a result the impedance and threshold values were high but within normal range. This lead was successfully repositioned and the values drop significantly. A surgical intervention was necessary to resolve the issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction fields: h6 device codes. Failure to read input signal added. B5 was updated to reflect the low amplitude allegation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this lead experience a dislodgement. It is suspected that the fixation was insufficient during the initial procedure. As a result the impedance and threshold values were high but within normal range and the amplitude was low. This lead was successfully repositioned and the values drop significantly. A surgical intervention was necessary to resolve the issue. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this lead experience a dislodgement. It is suspected that the fixation was insufficient during the initial procedure. This lead was successfully repositioned. A surgical intervention was necessary to resolve the issue. No additional adverse patient effects were reported.